Event description:
It was reported that a spectrum pump had a 4-hour programmed lasix infusion that infused over 1 hour. The pump was programmed incorrectly and ran at 3.6 mg/kg/hour instead of the ordered dose of 0.2 mg/kg/hour. This occurred during delivery in the step down unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.